Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving and unknown drug via an implantable pump. The indication for use was non-malignant pain and radiculopathy. It was reported that a year ago the patient experienced an overdose. The patient experienced ¿severe dt¿s¿, shaking, tremors and coming out of the skin. Per the reporter they said it was ¿loose and missed the hole and shot (B)(6) units into the soft tissue¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.